Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements were within normal limits a passing hipot test and x-ray inspection showed no conductor abnormalities and a necked-down inner coil near the terminal pin damage indicative of helix extension/retraction difficulty confirming this allegation.

Event description:
It was reported that this right atrial (ra) lead was not able to be successfully implanted due to helix issues, during the procedure the lead was unable to capture after the physician rotated the helix more than the recommended amount. This lead was successfully replaced. No adverse patient effects were reported.